Event description:
It was reported that the plastic around the communicator power cord prong was melted. The patient advocate would like to have the power cord replaced. A boston scientific company representative opted to replace both the communicator and the cellular adapter. The communicator is no longer in service. No adverse patient effects were reported.